Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort due to ipg migration. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a lead migration. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort due to ipg migration. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort due to ipg migration. The patient will undergo an explant procedure.